Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade procedure, noise was noted on the rv. The noise was reproducible through pocket manipulation. The patient is dependent and no symptom was reported. The lead was capped and replaced on (B)(6) 2017. The patient is stable.